Event description:
The recipient had a fever on (B)(6) 2019 and was taken to the doctor, where suppository (nsaid - non-steroidal anti-inflammatory) was given. The fever was reportedly due to a skin infection of his head. Afterwards, approximately on (B)(6) 2019, the child began to complain of not hearing with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a fever on (B)(6) 2019 and was taken to the doctor, where suppository (nsaid - non-steroidal anti-inflammatory) was given. The fever was reportedly due to a skin infection over the head. Afterwards, approximately on (B)(6) 2019, the child began to complain of not hearing with the device.